Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 6. Reference MFR. Report#: 1627487-2020-03919. Reference MFR. Report#: 1627487-2020-03920. Reference MFR. Report#: 1627487-2020-03922. Reference MFR. Report#: 1627487-2020-03923. Reference MFR. Report#: 1627487-2020-03924. It was reported the patient's scs system was explanted due to infection at the patient's ipg and lead sites. The infection resolved over time via antibiotic intravenous therapy.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Device 3 of 6: reference MFR. Report#: 1627487-2020-03919; reference MFR. Report#: 1627487-2020-03920; reference MFR. Report#: 1627487-2020-03922; reference MFR. Report#: 1627487-2020-03923; reference MFR. Report#: 1627487-2020-03924.